Manufacturer narrative:
Additional information concerning this event and the return of the explanted components has been requested. At this time, the device components have not been received.

Event description:
According to the information, there was a malfunction.